Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported that an air bubble was noticed traveling through the air bubble detector (abd) and the unit did not alarm. The device was not changed out. There were no reported adverse consequences to the pt.

Manufacturer narrative:
A supplemental report will be submitted should info be received that would impact this initial report.